Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced urethral atrophy and recurring incontinence with his artificial urinary sphincter (aus). The aus was removed and replaced. A 4.5 cm cuff was placed proximal to the last 4.0 cuff. No information about the patient's outcome was provided. Additional information received. The previous cuff was the correct size and placed in the correct location as the device worked for a long period of time.